Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to remedy the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.